Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, initial reporter - telephone number - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
It was reported that a pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.